Event description:
It was reported that patient with this implantable pacemaker experienced pain and discomfort. The device was revised and to date, the pacemaker remains in service. No adverse patient effects were reported.